Event description:
It was reported that the patient experienced intermittent signal loss with a dexcom g7 sensor used with the ilet system, and troubleshooting included instructing the patient to toggle the g7 connection off and on and to restart the sensor, after which the sensor successfully paired. Symptoms included no alerts or alarms. Outcomes included no reported clinical impact, no hospitalization, and no medical intervention. Investigation included remote troubleshooting and user education. Investigation of this case revealed a communication disruption between the cgm and the system that resolved after reconnection and sensor restart, consistent with temporary signal loss without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-level connectivity interruption.